Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the clinic due to shortness of breath and atrial fibrillation. The device was reprogrammed to increase pacing stimulation to assess whether there was an issue with the right atrial (ra) lead. The physician decided to cap and replace the ra lead. The patient is stable.

Event description:
The shortness of breath was related to atrial fibrillation and the patient received an external shock. It was also noted that the atrial threshold was too high to capture. There was no visual proof of dislodgement during the replacement procedure.